Event description:
A renegade microcatheter catheter was used for therapeutic purposes. During the procedure, there was difficulty advancing .018 coil through the hub. The procedure was completed with another device.